Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 500 mg/dl. Patient's other blood glucose value was 319 mg/dl and 300 mg/dl and 350 mg/dl and 400 mg/dl. Customer also reported software error detected. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. The customer was treated with manual injection and insulin pump. The device was expected to be returned for analysis.

Manufacturer narrative:
Software error found in the device history due to software error.